Event description:
It was reported that the device's motor was not running. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. The top case was cracked in the left corner. An error code was found in the ehl (event history log). An occlusion test was performed, and the motor assembly was visually inspected. The customer reported issue was confirmed, the motor was found to not run during the occlusion test. The root cause of the reported issue is unknown however, white teflon washer debris was found on the worm coupling tip. To correct the issue, the teflon washers were replaced with the delrin washer. The worm coupling, worm gear, stepper motor and motor mount were replaced as preventive measures. A power up process, preventive maintenance, occlusion test and all functional tests were performed and passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.